Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 49 mg/dl and treated with glucose tablets. Customer declined troubleshooting. Customer states they did insert the sensor and it did not work after calibration. Customer states they receive the change sensor alert. The devices will not be returned for analysis.